Event description:
It was reported that during a laparoscopic gastric bypass procedure, the staple line bled, which required 3 units of blood post-operatively. Used another like device to complete the procedure.